Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dots. Associated study: pinnacle cup. Date of evaluation: (B)(6) 2024. Date of onset: (B)(6) 2024. Operative side: right. Diagnosis: hip pain with ambulation. Adverse event: periprosthetic fracture - femoral. Specify: nondisplaced greater troch fx. Country: us. Serious: no. Device related: remote possibility. Procedure related: remote possibility. Additional event information: on (B)(6) 2024, medical records note that the patient is 17 days postop right anterior total hip arthroplasty. Patient presents with pain, radiating down towards knee. Patient has a moderate-sized postoperative seroma. A radiograph was noted to show small crack around their greater trochanter with no displacement. On (B)(6) 2024, medical records note the patient is 6 weeks post right total hip arthroplasty. The patient had a trochanteric fracture around 2 ½ weeks and went to 50% weightbearing with a walker. The clinical impression notes the patient is progressing well. The patient is to continue using the walker and continue oral medication.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (clinical code). Corrected: h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.